Event description:
Pt complained to dr of increasing knee pain approx 4 years after insertion of total knee arthroplasty. Orthopedist's evaluation indicated failure of arthroplasty. Pt was admitted and underwent replacement arthroplasty. One of the two components of the total knee arthroplasty was found to be fractured. The pt had no specific instigating factor such as fall or injury.